Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of field equipment it was found that the tip of a small hex screwdriver was broken off. The tip was not found. There was no patient involvement. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on part#314.570, lot#7962862: manufacturing location: (B)(4), manufacturing date: 05.jul.2012. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. One (1) screwdriver-hex-small ø2.5 l270 (part number: 314.570, lot number: 7962862, mfg date: 05jul2012) was received by customer quality (cq). A visual inspection, drawing review and device history review were performed as part of this investigation. The returned small hexagonal screwdriver long is utilized in multiple systems including the 3.5mm lcp proximal humerus and 3.5mm va-lcp proximal tibial per relevant technique guide. Upon visual inspection, the distal tip of the device is broken off and was not returned. The balance of the device is fair condition with signs of wear and tear. Replication of the complaint condition is not applicable as the tip already broken. The complaint condition is confirmed. Relevant drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be determined however the failure mode is consistent with wear and tear and/or the application of off axis loading. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.